Event description:
It was reported that during insertion of the iab through an introducer sheath, it became stuck and would not advance. As a result of this, the iab was removed and replaced. There were no associated pt complications.